Event description:
Patient reported losing consciousness twice, during the past few months, due to hypoglycemia. Patient indicated that, on one occasion, her spouse found her unconscious and phoned emergency medical services, on her behalf. Patient was not tested on the suspect device at this time. Upon paramedics' arrival, patient's blood glucose reportedly measured 26 mg/dl(on paramedics' blood glucose monitor). Patient noted that she was treated with a glucogon shot and given an oral dextrose paste. Although patient was unable specifically describe how the device may have caused or contributed the hypoglycemic events, she did indicated that she believes the results she has received are inaccurate. Patient's current condition: "not eating enough." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.